Event description:
It was reported that the patient presented six days post-implant with loss of capture exhibited by the right ventricular lead. Further investigation revealed that the lead was dislodged. The lead was explanted and replaced. The patient was stable prior to, during, and after the procedure.